Event description:
It was reported that the pt received a minor burn to the upper lip when the attachment overheated during an extraction procedure. The procedure was completed with another device. The injury was described it as a 1st degree burn. The surgeon cleansed the wound and then applied an ointment. No antibiotics were used. No additional or continuing medication or treatment relating to the burn was required, and at this time there is no expected permanent damage or scarring caused from the injury.

Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted once the investigation is complete.